Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Event occurred in (B)(6).

Event description:
It was reported that during a primary total elbow procedure, the patient suffered a fracture to the ulna from the opening of the ulna canal to the coronoid process. Surgeon reported that the ulnar rasp caused the fracture. The fracture required cabling to correct. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. It was reported that the patient had very osteoporotic bone. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.